Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2011-09254. Additional information received clarified that the correct manufacturing site was site #3004209178. Programmer model (B)(4) extension model (B)(4) implanted: (B)(6)-2008 explanted: na. Adaptor model (B)(4) lead model lot# v130326 implanted: (B)(6)-2008 explanted: na.

Event description:
Additional information reported indicated that the patient had a brain lesion and needed surgery. An unknown issue with the neurostimulator system was found and due to the patient's status (not in good health), the stimulator was turned off. The device will be explanted when the patient is in a proper state of health. Impedance values were measured and found to be low-out of range. The health care provider noted that they had no change in therapy, no trauma and no falls. The patient had bruising on their eyelids, but no determination of cause was available. The patient had headaches when he was presented to the emergency room. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional review indicates the information reported in MFR report #3004209178-2012-00448 and MFR report #3004209178-2012-00449 both pertain to this manufacturer's report. Any additional information will be reported in this report.

Event description:
It was reported that the patient had his implantable neurostimulator (ins) changed out in (B)(6) 2011. The patient had since then experienced a loss of therapeutic effect. At a doctor's visit, the patient displayed increased jerking in his left arm and dragging of his left leg. Low impedances were found at the following bipolar pairs: 8-9 = 111 ohms, 8-10 = 118 ohms, 8-11 = 116 ohms, 9-10 = 119 ohms, 9-11 = 119 ohms, 10-11 = 115 ohms (taken at 3v). The patient was originally programmed at c+9-10- with normal impedances. The patient was reprogrammed to 9-11+ with an increased therapy benefit, but low impedance value of 118 ohms. The battery level was at 2.98 v. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: adaptor model 74002 serial# unk; ins model 37601 serial# unk implanted: (B)(6) 2011 explanted: unk.